Event description:
[Study: journey ii xr; subject ID: (B)(6); ae#: 2] it was reported that, after a tka had been performed in which a journey ii xr system was implanted, the clinical subject suffered from a (B)(6) infection. A revision surgery was performed to treat the adverse event. The event is resolved.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case from the united states and the retrospective study for journey ii cr reports the clinical subject suffered from a mssa infection. A revision surgery was performed to treat the adverse event. The event is resolved. The outcome was: resolved with the revision - subject records were updated by site, this adverse event was discovered during routine reconciliation. The clinical study report forms were provided but did not reveal a cause for the infection. The infection probably had a hematogenous root cause. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Without the actual product involved and/or device information, our investigation cannot proceed.